Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of setscrew not tightening was confirmed in the laboratory. The left ventricle setscrew inset was stripped causing making it difficult to tighten the setscrew.

Event description:
It was reported that during implant the setscrew could not be tightened correctly. After correct attaching, it was noticed that the threshold sensing was high. The pulse generator was replaced.